Manufacturer narrative:
Investigation summary: one sample was received for investigation without packaging, however the customer verified the complaint sample was from the provided lot number. A visual inspection revealed that the white female luer adaptor (fla) had separated from the body of the device; a closer inspection identified that part of the clear component was still bonded within the fla of the device. Stress marks were visible at the affected damaged region of the device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the device to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the device, it is recommended to swab only the top of the device with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the device component in the past 12 months.

Event description:
It was reported 10 bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from (B)(6): "it occurred breaking of the joint in the ICU of the department of neurology"